Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long tip forceps instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.130¿ x 0.668¿ was found to be broken off, confirming that a fragment detached from the instrument. The part was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that long tip forceps instrument was broken. No known impact or patient consequence was reported.